Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority (B)(4) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This event occurred during unknown process step. The technical service representative (tsr) had the home patient (hp) go to end treatment option to end therapy and restart with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.